Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was long. It was reported that the physician did not keep adequate pressure on the delivery system and during deployment of the bifurcated stent graft, it slipped down. There was room for placement of an aortic cuff. A talent aortic cuff was successfully implanted; however, during retraction of the tapered tip into the graft cover, the metal component distal to the delivery system balloon caught on the flow divider of the bifurcated stent graft. Attempts to remove the delivery system despite several manipulations (see MFR # 2953200-2008-00607). The decision was made to insert a reliant balloon through the other side and then it was inflated above the flow divider and this caused the delivery system to shift within the stent graft. The delivery system was freed from within the stent graft and the procedure was successfully concluded. There was a good outcome of the procedure. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded.

Manufacturer narrative:
Evaluation results and conclusions: adequate pressure was not applied on the delivery system and during stent graft deployment. Required secondary intervention.